Event description:
During surgery, the surgeon tightened the cervical screw and it passed through the collet. The surgeon replaced the screw and collet using a rescue screw which is specifically designed for that purpose. The surgery then proceeded without further incident.

Manufacturer narrative:
This incident is preliminarily attributed to surgical technique. The product development engineer stated that the surgeon has a tendency to excessively tighten the screws. Additionally, some screw pass-throughs occur due to various bone densities, pt physiology, and surgeon technique, which is difficult to control. This is an inherent risk with all spine surgeries. It was reported that the pt condition following surgery was good. The components are in process of being returned to the MFR for evaluation. A follow-up report will be submitted if the evaluation results show any abnormalities.